Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling tired, thirsty, and had stomach pains due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer also could not confirm whether they had a bent cannula as they did not want to remove their infusion set from their body. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.